Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a tumorectomy, the navigation system was unresponsive during start up of the system. It was reported that restarting the navigation system did not restore functionality as the monitor of the system displayed "no signal" during the start up. The surgeon opted to complete the procedure without the use of the navigation system. There was no patient present when this issue was identified as the patient. It was noted that the memory card of the navigation system was re-inserted, which restored functionality for subsequent procedures on separate patients. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the memory of the navigation system computer was reseated to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.